Event description:
It was later reported that the patient had a full revision due to high impedance. Impedance values were within normal limits with the new devices. The explanted devices are not available for return to the manufacturer, indicating they have likely been discarded.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported via clinic notes that a patient¿s generator is not delivering current due to high lead impedance. The physician is unsure whether the malfunction is related to trauma to the vns location from experiences at the patient¿s prior resident facility or fibrosis. The patient has been referred for replacement. The physician later reported that the cause of high impedance is a lead fracture related to recent patient trauma. The patient has fibrosis at both the generator and lead site. The fibrosis is noted to be a side effect of vns surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.